Manufacturer narrative:
The returned device was decontaminated and visually examined, all components were present including the compression rings, however the arterial compression ring was crimped down inside the adaptor collar. This must have occurred when the adaptor was assembled onto the catheter.the design of the adaptor is such that the compression ring seals the adaptor from leaking, and if the catheter is placed onto the metal cannula of the adaptor correctly, it will also keep it from separating as occurred in this case. Pull testing was performed on tesio catheters with the extension adaptors attached and compression rings in placenad the results were within acceptable levels. Improper assembly caused event.